Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. The suction tube was intact, and visual inspection revealed saline residue in the suction tube indicating the device was used. Visual inspection of the device revealed the active tip showed signs of activation and the manifold was melted between the 5 o¿clock and 8 o¿clock positions of the tip. The observed damage would lead to sparking at the active tip, confirming this complaint. Further testing was not performed for safety reasons. This device failure can be attributed to device misuse, as it was reported that the sparking occurred outside of the patient cavity. The IFU warns to ¿ensure that fluid inflow and outflow is adequate and that the electrode is activated only when surrounded by conductive irrigant solution (e.g., saline or ringer¿s lactate)¿. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed one other complaint with three devices of this lot number with a similar failure mode but different root cause for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The affiliate reported via email the device spark during operation and was found with damage in the anterior cruciate ligament repair surgery. The patient is (B)(6) and (B)(6). There is no report on patient's injury and delay. Additional information received via email from the affiliate on (B)(6) 2017 the sparking was outside of the patient nothing fell off into the patient this device was new it is unknown how long the device was activated prior to sparking didn¿t use this device to complete the procedure